Event description:
The procedure was a posterior lumbar interbody fusion which was performed on (B)(6) 2012. During the case, a medtronic torque limiting break off nut and pedicule bone set screw were used. The torque limiting break-off cap is normally retained within the torque instrument, this operative site was closed and the pt transferred to recovery. It was identified after the case that the cap (or pedicle screw head) was retained. Reason for use: lumbar laminotomy.